Event description:
Please reference attached medwatch.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(4). Device not returned. No further information could be provided regarding the return of the device or the event details as the medwatch did not include the account information. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number provided was found to belong to a different product line, a device history review could not be performed.